Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photographs submitted for evaluation. Bd received two photos of a 22ga x 1.00in. Single port nexiva unit. The photo displays a nexiva unit in a package with an arrow to the clamp of the device. No media is present along with no damaged observed. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced a defective tubing clamp. The following information was provided by the initial reporter: after the buckle is stuck, there is still blood backflow

Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced a defective tubing clamp. The following information was provided by the initial reporter: after the buckle is stuck, there is still blood backflow.